Event description:
Pt being transported via air medical from (B)(6) medical to (B)(6) medical center on balloon pump. The unit had 1 battery in place which was fully charged and 1 ac power adapter which was plugged into aircraft ac power. Just prior to landing the unit was unplugged from ac power and should have automatically switched to battery power. Instead, the unit abruptly powered off. The position and condition of the installed battery was verified to be properly installed and adequately charged. The unit was powered back up using the power button and from that point functioned normally. The pt was off balloon pump for approx 2-3 minutes and did not exhibit any ill effects. Additionally, upon inspection of the ac power adapter, it was found to be broken at the iec plug connection and something could be heard rattling around inside the battery. This type of damage has occurred multiple times in the past despite careful handling. Clinical engineering report has been filed. Unit has been tagged out of service and was placed in the office at (B)(6).